Event description:
It was reported that the patient drove himself to the emergency room as he was sleepy and felt like something was wrong. The patient also was obtunded and had a higher blood pressure to a small degree. The patient felt he was getting too much medication. Initially, no dose change was done due to the on-call physician not speaking with the managing physician and the symptoms were managed by the hospital. The following day, the device was reprogrammed to reflect a dose reduction of 5% and there were no alerts in the logs upon pump interrogation. At that time, the patient appeared normal but he still wanted the dose reduced. The patient required hospitalization for two days. Toxicology tests were done to verify if the patient had taken any other medications. It was reported as ¿unknown¿ as to what caused the issue and if it was resolved. At the time of the event, the patient status was reported as alive, no injury. This device system delivered baclofen and morphine. It was further reported that the results of the toxicology test were negative. The cause of the patient¿s symptoms remained unknown. Reportedly, there was no device issue that was known. The patient had not had a refill in one month and had not taken any medications. The patient was also treated for a urinary tract infection. The patient was better ¿the next day¿ prior to the dose adjustment.

Manufacturer narrative:
Product ID: 8709, lot# j0058181r, implanted: (B)(6) 2002, product type: catheter. (B)(4).